Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2021 with a backup battery fault alarm. The patient had a new backup battery installed on (B)(6) 2021. A controller exchange was successfully completed. The alarms resolved with the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller, serial number (B)(6), having a backup battery fault was confirmed via the downloaded log file; however, the reported event was not reproduced during testing. The downloaded log file contained data spanning approximately 6 hours on (B)(6) 2021 (10:13:17 ¿ 15:47:54 per the timestamp). The log file captured backup battery fault alarms on (B)(6) 2021 from 06:38:58 to 12:07:52 due to the battery failing the load test. During the load test, the unloaded voltage was 12.242 v and the unloaded voltage was 11.291 v. The backup battery failed the load tests due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage ( section 4.12 ¿system diagnostics and performance monitoring¿). The returned backup battery was functionally tested and found to operate as intended during analysis. The backup battery was installed in a test system controller and operated in a mock circulatory loop with no issues or atypical alarms produced. Provided information stated that the alarms resolved with a controller exchange. In addition, there was no additional treatment /plan of care. Additionally, it was stated that the controller was returned for analysis; however, there is no tracking number information for this. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller mobile power unit serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications.(B)(6) was shipped to the customer on (B)(6) 2020. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) section 2 "system operations" explains how to replace the system controller backup battery and how to replace the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.